Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during implant procedure, it was impossible to tighten correctly the ventricular lead. The device will be returned for analysis.

Event description:
Reportedly, during implant procedure, it was impossible to tighten correctly the ventricular lead.

Manufacturer narrative:
Preliminary analysis showed that the device operated as specified.

Event description:
Reportedly, during implant procedure, it was impossible to tighten correctly the ventricular lead. The device will be returned for analysis.